Manufacturer narrative:
Lot 14544232: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an ascending aorta and aortic arch replacement to repair a chronic type a dissection using vascular grafts. The aortic arch branches were also replaced with vascular grafts. On (B)(6) 2016, the patient underwent a planned endovascular surgery to implant two conformable gore tag thoracic endoprostheses in the proximal descending thoracic aorta. Since the proximal landing zone was short (the distance unknown), the physician intended to place the proximal device (tgu343410j/14544232) with its uncovered stent slightly covering the left subclavian artery. It was reported that the sleeve potion of the uncovered stent was placed in front of the artery, blocking the flow. A bare metal stent was implanted in the left subclavian artery to restore the flow. The patient tolerated the procedure.